Manufacturer narrative:
(B)(4). The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was experiencing pocket discomfort due to its current location. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.